Event description:
It was reported that the device was used on a hemorrhoid with prolapse. The surgon had a difficult time removing the device after firing. Upon inspection the staple line was incomplete. It was reported there was some minor bleeding at the staple site which was closed with a chromic. It was reported that no other device was used.